Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery site to support the 53 year old male admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. The underlying medical history was not shared. The pump was supporting when on day 4 there was a hematoma observed at the access site. All best practices had been followed at the site, and team sent the patient down to CT for imaging. There was no washout performed or other intervention. Of note the patient was on anticoagulation with bivalirudin. Later during the pump support the team did give blood products due to an underlying gastrointestinal bleed, this bleed was not due to the use of the pump per the medical team. To date of this reporting the pump remains on for support. While on support the device functioned as expected, p-4 with 2.8 l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
The pump will try to be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 and d6b updated. The investigation is still ongoing.

Event description:
The patient has been reported to have survived at explant.